Manufacturer narrative:
After a secondary clinical review of this complaint performed on 22-aug-2020, it was decided to remove code 1733 ¿autoimmune reaction¿ to more accurately capture the reported event. The patient developed guillain-barré syndrome when she had her first set of breast prostheses. This autoimmune reaction from the patient¿s first set of breast prostheses was reported to the FDA in manufacturer report numbers 1645337-2020-08074 and 1645337-2020-08075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 425cc gel breast prostheses when the right breast prosthesis ruptured after implantation. An MRI performed in 2016 confirmed rupture of the right breast prosthesis. The patient was involved in an automobile accident in (B)(6) 2018. After that incident, she had another MRI performed that also confirmed right breast prosthesis rupture. In addition, the patient suffered several unexplained systemic symptoms, including enlarged lymph nodes on her right side, unspecified autoimmune and health issues, melanoma, thyroid and growth hormone deficiency, hormonal issues, and guillain-barré syndrome. The patient also reported that her doctor caused trauma by manipulating her breast, causing her a lot of pain. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.